Event description:
It was reported that a pt underwent an open repair of a recurrent incisional/ventral hernia repair under general anesthesia on (B)(6) 2010. The pt was discharged on (B)(6) 2010 with no issues noted. The pt indicated on the 1 year pt f/u questionnaire completed on (B)(6) 2011, that the hernia recurred in (B)(6) 2010 and that a doctor has confirmed the recurrence. The pt is not taking any pain medication and there was no report of treatment or reoperation. Add'l info was requested.

Manufacturer narrative:
(B)(4). Hernia recurred - not labeled. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.